Event description:
It was reported that a missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced wearable failure during the warm-up period, and his wife helped remove the wearable. Upon sensor removal, they noticed the sensor wire was missing from the wearable. The patient had discomfort at the insertion site. On the same day, they went to emergency room (ER) and had an ultrasound which showed evidence there was a small foreign object that was retained under the skin. The ER physician administered an injection of a local anesthetic (numbing) medication at the insertion site to help eliminate the discomfort and they did not attempt to remove the foreign object from the skin. The patient was discharged home on the same day and recommended cleansing the area with alcohol and was referred to a general surgeon. At the time of the (B)(6) 2025, the report stated the patient still had discomfort at the insertion site. At the time of the report, the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).